Event description:
Consumer reported complaint for the trueplus pen needles. Customer stated that the pen needle was not aligning with compilable pen needle injector and was not dispensing the insulin. The package had not been open or damaged when received by the customer. At the time of the call the customer felt well and did not report any symptoms. Customer did not claim to be injured while using the pen needles and no medical intervention related to the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were returned for evaluation. Evaluation in process note: manufacturer contacted customer during a customer call back on (B)(6) 2024 to ensure the customer¿s initial concern was resolved- customer stated that he did not receive the replacement. The address was verified, and order was reshipped.

Manufacturer narrative:
Sections with additional information as of 05-mar-2025: h3: was the device evaluated by the manufacturer and if the device was not evaluated, select from the approved FDA codes or select 'other' and enter text in h10. H6: updated FDA¿s type, findings and conclusions codes. H10: pen needles were returned - unable to ship returned product to manufacturer due to biohazard. Return product scrapped. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using pen needles from the same lot. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event.